Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that after the placement of the intra-aortic balloon (iab) via the femoral artery, the catheter was connected to the intra-aortic balloon pump (iabp), acat. The pump did not start pumping and different alarms sounded "entluftungfehler" venting failure, was shown. The baseline was far below zero at -50mmhg. The pt was hemodynamically stable and the iab catheter was removed. The md decided not to treat the pt with iab therapy. There was no pt death, injuries or complications. The pt outcome is listed as "ok." Support by a third party organization was requested, the hospital owns the pump.